Event description:
The device was used during a procedure on the lung. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Although the reported condition has been confirmed, co is unable to determine the exact cause of the difficulty encountered. In effort to continually improve co's product, a corrective action has been implemented to prevent the reported condition from occurring in the future.